Event description:
Edwards received information that in the middle of a mitral valve replacement case loss of occlusion of an intra-aortic occlusion device was noted while the surgeon was placing annular sutures. The reporter indicated a puncture of the intra-aortic occlusion device balloon by a needle leading to the loss of occlusion was possible based on hemodynamic parameters observed at the time of the event, the location in which the surgeon was suturing at the time of the event and the readings on the balloon pressure monitoring system. At the time of the event, the hemodynamic pressures were all within normal range, the arterial balloon pressure was 50-70 mmhg, aortic root pressure was zero and the balloon pressure was in the range of 280 mmhg. The subject device was exchanged for another one after it was removed from the patient. The device was inadvertently discarded by the staff; therefore, the device was not able to be examined. No visual deficiencies on the device were noted during preparation. The device was prepared according to the instructions for use (IFU) and it was noted the device prepped well. This case was the surgeon¿s fourth time using the intra-aortic occlusion device. No adverse events were reported and patient¿s outcome was well.

Manufacturer narrative:
The device was not returned to edwards for analysis. A root cause could not be determined. Based on the information provided, the event does not appear to be manufacturing related. A review of the IFU was conducted and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings: ¿ensure that the balloon is above the sinotubular junction as inadequate coronary perfusion of cardioplegia could result if the sinotubular junction is blocked.¿ ¿ensure that the aortic root pressure during cardioplegia delivery is less than the systemic arterial pressure or distal balloon migration may occur." ¿if loss of occlusion (evident by blood in the surgical field and/or a rise in aortic root pressure) along with a significant loss of pressure within the balloon occurs, deflate the balloon and remove the intraclude device carefully according to the withdrawal instructions." ¿do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. A gradual balloon pressure drop is normal, due to material relaxation of the balloon, and does not indicate loss of occlusion in the aorta.¿ edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.